Event description:
It was reported the device synchronous mode could not defibrillate. The patient first developed atrial fibrillation and eventually became ventricular fibrillation. The patient died.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is based on information provided by a philips field service engineer (fse) and has been investigated by the philips complaint handling team. Onsite support was provided, finding the device failed to defibrillate due to the doctor didn¿t follow protocol in the defibrillator sync mode to shock the patient. The doctor did not hold down the shock button and wait for synchronized defibrillation release. No patient event logs from the event were available. The device was evaluated onsite, confirming the device functioned when performing operation tests. Based on the information available and the testing conducted, the cause of the reported problem was attributed to user error. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The failure to defibrillate was attributed by user error. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.